Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was report that intra-operatively, a cd took about 45 minutes to load onto the system. It was noted that when the folder opened, there were a lot of files on the cd that were not relevant to the current ear, nose & throat (ent) procedure. The surgeon had to start the case without navigation, but was eventually able to use it. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the cd was reviewed. It was reported that the original cd took an extended time to load and did not finish loading on the navigation system. There were several dicomdat folders. The properties of the cd showed 477 mb of used space and 0 mb of free space on the cd.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the navigation system was used 10 minutes after the procedure started. The representative did not believe the file was compressed but was just very large.

Manufacturer narrative:
Log analysis was initiated to determine probable cause. The logs were reviewed but did not provide enough information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.